Event description:
It was reported that the catheter broke during removal. Catheter was positioned lateral to the midline incision. A CT scan was performed and the catheter was broken distal of the first depth mark. Physician had difficulty removing the catheter and thought it is possible that the catheter was sutured in error. Distal segment of catheter remains in pt at time of report.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this incident was not available for eval and investigation. Without the actual product, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all mfg operations were found to be within spec. A review of the lot history found no other complaints for the reported lot. It was reported that the physician had difficulty removing the catheter and thought it is possible that the catheter was sutured in error. The distal segment of the catheter remains in the pt at the time of report. Based on this info rec'd, the technique used in the removal of the catheter most likely contributed to the reported incident. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971 rev. B). The pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285 rev. C) and the directions for use (dfu 1304459, rev. C) contain a warning: "6. Do not suture through catheter to avoid catheter breakage during removal." It is worth nothing that I-flow's catheter are made of a non-toxic, medical-grade material that meets iso (B)(4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.